Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging an issue with coding his onetouch ultra2 meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on (B)(6) 2011 at 7am. The customer care advocate (cca) was advised the patient manages his diabetes with metformin pills (500 mg 2x daily). It is not known what action the patient took at the time of the alleged issue. About 24 hours prior to the start of the alleged issue, the patient claimed he felt light headed, dizzy, nauseas and was vomiting. On the (B)(6) 2011 at 10am, the patient visited his physician's office and was administered lantus insulin (60-65 units). At the time of troubleshooting, the cca walked the patient through correctly coding the subject meter to match the test strips. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.